Event description:
On (B)(6) 2014, the patient was implanted with three conformable gore® tag® thoracic endoprostheses (tge454520/11233562a, tge404015/12216711, and tge373720/11886585a) to treat a type b complicated aortic dissection in a reintervention of an open surgical procedure. Prior to the procedure, the patient underwent surgical de-branching of the left subclavian and left common carotid arteries. The tag® device was deployed distal to the brachiocephalic artery. On (B)(6) 2014, computed tomographic angiography revealed a retrograde dissection of the ascending aorta. According to the physician, the retrograde dissection may have occurred during the thoracic endovascular repair. A reintervention procedure was scheduled for the same day; however, the patient reportedly suffered cardiac tamponade and expired before arriving in the operating room.

Manufacturer narrative:
Additional gore® tag® devices included in this report: tge373720/11886585a and tge404015/12216711. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with three conformable gore® tag® thoracic endoprostheses (tge454520/11233562a, tge404015/12216711, and tge373720/11886585a) to treat a type b complicated aortic dissection in a reintervention of an open surgical procedure. Prior to the procedure, the patient underwent surgical de-branching of the left subclavian and left common carotid arteries. The tag® device was deployed distal to the brachiocephalic artery. On (B)(6) 2014, a retrograde dissection of the ascending aorta was identified. On the same day, the patient expired. Attempts were made by gore to obtain additional event information, but none was received.

Manufacturer narrative:
Additional reported event information obtained. Patient medications include sevikar 20mg, zyloric 200mg, lasix 250mg, and mepral 20mg. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, cardiac complications, and death.